Manufacturer narrative:
Product event summary: the device was returned and analysis was performed with no anomalies found. Analysis revealed that the returned device indicated a set screw with a rounded socket.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was attempted to be implanted but not used due to a set screw problem. The physician could not re-engage the set screw after removing device from lead that required more slack. The physician believes the set screw could have backed out too far. The device was removed from implant and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.